Manufacturer narrative:
The device was not returned for analysis. Sterile devices were successfully tested with no anomalies noted. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could be determined. Factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The patient effects of hemorrhage and tissue injury are listed in the prostyle instructions for use (IFU) as potential adverse event associated with use of the vessel closure devices. The subsequent treatment appears to be related to procedure circumstance. The reported patient effect of hemorrhage and tissue injury is known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number changed from 3042441 to unknown. The account were unable to confirm the lot number associated with this complaint. D9, h3 - device returning changed from returning to not returning.

Manufacturer narrative:
The additional prostyle device referenced in b5 is filed under a separate medwatch report number. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of an unspecified access site was attempted using two prostyle devices relative to an interventional procedure. Reportedly with both devices, it was an uneventful deployment with full foot plate retraction, and upon retraction it felt a little stuck. A piece of tissue, maybe even artery, was noted on the device. This resulted in a surgical cut down and repair. 500 cc of blood loss was reported. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.